Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultramini meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter was reading inaccurately at 2:40am on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿99 mg/dl.¿ the patient manages his diabetes with insulin which he self-adjusts. He reported that prior to obtaining the alleged inaccurate result he had developed symptoms of ¿vomiting, nausea, (? Not) lucid and could not think or function properly.¿ he reported that he consumed food and drink and went to the emergency room where a blood glucose result of ¿58 mg/dl¿ was obtained on the hospital meter within 30 minutes of the result on the subject meter. He reported that at 3:20am on (B)(6) 2017, he was treated with ¿IV sugar and food and drink¿ by healthcare professionals. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, prior to obtaining the alleged inaccurate result on the subject meter, it cannot be ruled out with all certainty that the meter may have caused or contributed to this adverse event.